Event description:
Purge rate suddenly increased, placement signal indicated impella no longer in correct place, micron filter was cracked and unable to be changed without changing entire pump, pump then suddenly stopped. FDA safety report ID# (B)(4).